Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stating the patient is requesting a new chair as they alleging that their previous chair is worn and the seat upholstery is ripping.